Manufacturer narrative:
Device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive. The customer¿s blood glucose level was 139 mg/dl. The pump was replaced, and the customer reverted to an alternate method of insulin therapy.